Manufacturer narrative:
Corrected data: b1. Adverse event corrected to product problem. B2. Other serious or important medical events is not applicable. H1. Serious injury corrected to malfunction. H6. Medical device problem code 2993 is corrected to 3189. Claim# (B)(4).

Manufacturer narrative:
B5-additional info: per the reporter the problem is resolved. Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Investigation type 4110: lens work order search-no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -10.0/+1.0/087 (sphere/cylinder/axis), into the patient's right eye (od) on (B)(6) 2020. Right inferior corneal edema is reported.